Event description:
Rptr had lower back surgery and dr put in rod/hooks spinal system and bone graft. It didn't help any way. If anything it made things worse; hard to get up or down and chronic pain all the time. Rptr is taking elevil and prozac.